Event description:
Elderly male with history of ischemic cardiomyopathy status post destination therapy heartmate2 lvad complicated by pump thrombosis requiring exchange the next month. Other history includes cva, hypertension and hyperlipidemia. He was readmitted two months after exchange with increasing ldh in the setting of a uti. He originally had findings consistent with pump thrombosis. His course has been complicated by a right sided ischemic stroke a month after readmission with residual left sided deficits.